Manufacturer narrative:
The reported condition has been confirmed and attributed to the seal coating. Engineering is evaluating potential coatings for current seal as well as alternate designs.

Event description:
The product was used during an unspecified procedure. Reportedly, the product produced shaving into the patient's cavity. The surgeon applied another instrument to completed the procedure. The hospital has reported no patient injury occurred.